Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied and a correction was delivered.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. Blood was observed on the adhesive pad and in the distal tip of the soft cannula. The soft cannula was observed to be kinked. It could not be determined when this damage occurred to the soft cannula. The soft cannula was observed to be occluded due to the blood at the distal tip. During the investigation, the occlusion was able to be cleared.